Event description:
The initial reporter complained of an erroneous high inr result for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to an unknown laboratory method. The patient was tested on the meter twice at approximately 10:45 a.m. With results of > 8.0 inr. Different fingers were used for each test. A venous sample was obtained approximately 15 minutes later and the result from the laboratory was 5.1 inr. The result from the laboratory was believed to be correct and the patient's warfarin dose was held and decreased. The patient's therapeutic range is 2.0 - 3.0 inr. No medical treatment was received. No adverse event occurred. The patient is in stable condition. The patient is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient is not taking any new medications, has not been ill recently, has had no diet changes and is not experiencing any bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.